Event description:
It was reported that in critical care the nurse noticed that the syringe was identified by the pump to have 2.2935 ml instead of the expected 29-30ml. There was no patient harm as nurse noticed this before starting infusion.

Manufacturer narrative:
Correction: the reported instrument is no longer considered to be a source of the failure.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that in critical care the nurse noticed that the syringe was identified by the pump to have 2.2935 ml instead of the expected 29-30ml. There was no patient harm as nurse noticed this before starting infusion.